Event description:
The customer reported the system failed to recall thumbnail images properly, thereby losing images. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The customer was instructed on proper saving operation to avoid further incidents. The system was then found to be operating as intended.